Event description:
In 2008, a customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 2 of 4. The home patient (hp) stated that the fill bag fell off of the set up. The technical service representative (tsr) explained the alarm to the hp. The tsr had the hp close all of the clamps and cycle the power off/on. System error 2367 was received. The tsr had the hp cycle the power off/on, at load the set. The hp was to discard the old supplies/cassette; therefore, the cassette was not available for eval. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the homechoice is discontinuing the present therapy. There was no patient injury or medical intervention indicated at the time of the initial report. Two months later, during a follow up with the hp's nurse, it was indicated that the hp was diagnosed with peritonitis two months prior, and was admitted to the hospital for one day. The hp had abdominal pain and hazy effluent. The nurse stated that a culture was taken and showed streptococcus sanguinis. The (white blood cell) count was 180. Another culture was taken two months later, in the clinic and the wbc count was 571. The nurse stated that she was not sure what the hp was given in the hospital but was prescribed ancef 1g and fortaz 1g a day intraperitoneal for every six hour dwell for 14 days starting in 2008 the . The hp was also given gentamycin cream .01% for around the exit site and diflucan 100mg by mouth daily for 12 days. Another culture was taken the following month, and the hp showed to have recovered.